Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier was analyzed and the complaint was not confirmed by failure analysis. Visual inspection showed no distal damage, though the flush tube guide was dislodged at the backend. Testing confirmed the instrument passed all functional checks, including recognition, engagement, range of motion, and clip performance. The dislodged flush tube guide did not impact grasping ability and was not considered a contributing factor. Additional analysis identified a dislodged flush tube guide, which caused rattling within the housing. The guide was reattached, and no internal damage was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the 8mm large hem o lok clip applier were not grabbing. The procedure was completed with no reported injury.